Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was placed down the scope and was closed; however, the clip was unable to detach from the catheter. The clip and catheter were then removed from the scope and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the complaint device found that the clip assembly was half deployed, and the clip was not returned with the device. The yoke was still attached to the control wire, which was then actuated and deployed. There is not enough information available to determine what caused the reported failure. Therefore, the most probable root cause for this complaint cannot be determined. A review of the device history record (DHR) was performed and the review shows that all acceptance records demonstrate that the device was manufactured in accordance with device master record.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was placed down the scope and was closed; however, the clip was unable to detach from the catheter. The clip and catheter were then removed from the scope and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.